Event description:
New leased ventilator was being implemented to replace previous vendor. Ventilators found to be malfunctioning (internal failure malfunction alarm). Unit immediately replaced with ventilator of previous vendor. No harm to resident.